Event description:
On (B)(6) 2011 customer reported a blood and diluent mixture leak at the bottom right of the lh750 instrument. Customer could not locate its source. Customer technical support (cts) assisted the customer with troubleshooting. Customer found a disconnected line at the flow cell and reattached the line to resolve the leak. No further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).